Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator's (crt-d) monitoring voltage was out of specification prior to implant. As a result, the device was not used.